Event description:
It was reported by the customer that the button of the device fall out. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.